Event description:
It was reported to covidien on (B)(4) 2013, that a customer had an issue with a dual-lumen umbilical vessel catheter (uvc). The customer stated that blood was seen in a hole at the y junction when the doctor withdrew blood from the patient after insertion of the uvc during preparation. There was no medical intervention required for the patient and the patient is doing well.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the result will be forwarded. Mansfield product monitoring requested additional information but no further information was available. If additional information is obtained, the medwatch for will be updated.